Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The product will continue to be monitored and tracked. The reported health status is anticipated in nature and severity for binaxnow covid-19 antigen self-test risk documentation.

Event description:
The consumer reported swabbing their nose with the binaxnow covid-19 antigen self test reagent solution on (B)(6) 2022. The consumer conducted the test and accidentally put the reagent solution on the nasal swab before collecting swab on her nostril. Although requested, no additional patient information, including treatment and outcome, was provided.